Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient's deep brain stimulation (dbs) was explanted in (B)(6) 2017 due to a wound infection. It was also noted that there was not a greater than 50% reduction of symptoms; the effect was poor. The cause and what troubleshooting that was performed related to the event were stated to be unknown. No further complications were reported/anticipated.